Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced a medical emergency while attending a physical therapy appointment. At the time of the event, the cgm reportedly displayed glucose readings above 200 mg/dl. The patient developed symptoms including difficulty speaking, chest pain, a sensation of his head feeling hot, and a general feeling that something was wrong. Facility staff called 911 in response to the patient¿s condition. During transport, the patient lost consciousness (loc) and later reported no memory of events until waking in the hospital. The patient was hospitalized from approximately 2:45 pm on (B)(6) 2026 through 5:32 pm on (B)(6) 2026. During hospitalization, the patient underwent IV therapy, EKG testing, MRI imaging, and neurological evaluation to rule out stroke. The final diagnosis was dysarthria. No confirmatory fingerstick blood glucose (fsbg) values were available because the patient was unable to recall whether glucose testing was performed or provide additional details regarding hospital glucose measurements. The patient expressed concern that the cgm readings did not correlate with how he physically felt or with information provided during hospitalization. The patient stated that he believed the differences were greater than normal expected variance and was concerned about cgm accuracy. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.